Event description:
Additional information received that the programming computer is performing as intended and the nurse could successfully download the data on the sd card. It was reported that the download was also performed together with the company representative and no issue occurred. Review of manufacturing records confirmed all tests passed for the device prior to distribution.

Manufacturer narrative:
.

Event description:
It was reported that nurse could not download data from patient's generator because the tablet sd card won't allow even less than 250 downloads. It was reported that the sd card was opened for deleting some data but nothing was apparent. It was reported that no error message showed on the tablet.